Event description:
Related manufacturer report number: 2017865-2024-22694. It was reported that the asymptomatic patient presented for follow up. An interrogation of the implantable cardioverter defibrillator revealed frequent episodes of what appeared to be over-sensed noise and t wave over-sensing. High capture threshold, high pacing impedance, and sensing noise were exhibited by the right ventricular lead. The physician was unable to determine the source of the issues, and the patient was scheduled for replacement on (B)(6) 2024. The device was explanted and the lead was capped. The patient was stable.